Event description:
Pt states box arrived and was sealed and intact but one container in box was opened, this is not first time this has happened to pt other container with lot 2841929 exp 12-2009 arrived with 1 container opened and patient tried strips and got high blood sugar readings - 134 and when rechecked it was actually 102. Dose, frequency and route used: use as directed. Therapy dates: early 2007 to present. Diagnosis for use: diabetes.